Event description:
During an ICD check performed on (B)(6) 2013, a warning message suspecting a lead issue (low atrial lead impedance) was displayed. However, review of f/u data did not reveal any impedance anomaly. An explanation was requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: the warning [49] displayed upon ICD interrogation on (B)(6) 2013, was triggered because of an incorrect mgmt of lead impedance calculation. This behavior was corrected in the w2.8.5 / w2.8.6 embedded software version included in the paradym programmer module version 2.10 ((B)(4)). Since the w2.8.6 embedded software version was downloaded in ICD memory on (B)(6) 2013, no such false alarm display on a impedance will be possible upon future ICD interrogations. Considering that the individual impedance measurements were stable and within the expected values, as well as recorded impedance curves, no further actions are needed for this pt. Normal check should be done (lead impedance, lead continuity...) Upon each f/u, as indicated in the implant manual.